Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation showed their right ventricular (rv) lead was failing to capture. A chest x-ray revealed the rv lead was dislodged. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.